Event description:
On (B)(6) 2003: customer reports the system lost fluro during an unknown urology procedure on a (B)(6) female patient. Patient was moved to another room where procedure was completed without incident. No injuries were reported.

Manufacturer narrative:
Tech support was asked to assist biomed who needed help installing a refurbished toshiba image intensifier (ii) from a 3rd party to replace the failed thales ii that was currently on the table. Tech support advised process to biomed. On (B)(4): tech support follow up; biomed stated they successfully changed out the i.I. And the system is now fully functional.